Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, pneumoperitoneum leaked from the instrument. The surgeon used another device to complete the procedure. No pt injury was reported.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.